Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument had an internal wiring damaged and sticking out of end of device. There was no report of patient involvement or patient injury.